Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low scan results obtained on the adc device compared to unspecified glucose readings obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). It was indicated that the customer received a divergence of medications and unspecified third-party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."